Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedances > 2000 ohms, no capture at maximum pacing outputs, and noise which was oversensed and caused inappropriate atrial tachy response (atr) detections. It was suspected the lead was fractured and surgical intervention was performed. This lead was surgically abandoned and another ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.